Manufacturer narrative:
Upon further information this investigation will be updated.

Event description:
Boston scientific received information that a patient with a history of complete av block and history of hypertension and dyslipedimia was admitted to the hospital for a follow up after experiencing bradycardia, and a loss of capture and increased pacing thresholds on this right ventricular lead. Diaphragmatic stimulation was also noted. A lead dislodgement was suspected thus a procedure was scheduled to reposition this lead. At this time the device was reprogrammed until the revision procedure takes place. No adverse patient effects were reported.